Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after a cartridge-only change, with confirmation that tubing was primed and drops were observed, and glucose subsequently trended down. Symptoms included dizziness associated with elevated blood glucose. Outcomes included no hospitalization, no medical intervention, no use of backup therapy, and no ketone testing. Investigation included complaint intake, troubleshooting, and user education, with no alerts for severe hyperglycemia reported. Investigation of this case revealed an unclear cause of hyperglycemia without device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.